Event description:
It was reported by the patient to be experiencing pain and swelling at the implant site of the implantable cardiac monitor (icm.) The patient also reported having tingling and numbness in the left arm. Therefore, the icm was removed without incident as a result of the patient's symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.